Manufacturer narrative:
The device was returned to olympus for inspection and stripes in image was confirmed. Based on the investigation results, the root cause could not be definitively identified. However, it is likely that the broken video cable caused the stripes in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken video cable and therefore strips in image. There was no patient involvement.